Manufacturer narrative:
A third party service representative recommended the replacement of the pressure sensor switch.

Event description:
A third party service representative performed a checkout of the unit and discovered the unit alarmed and was not able to mechanically ventilate. There was no report of patient involvement.